Event description:
The following has been reported: battery can't hold power. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.